Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the ccd unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc but has not returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that that the image of the subject device had noise when the subject device was angulated the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented..

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device got image distortion at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and the image of the subject device had noise. The occurrence date of the event is unknown. There was no patient injury associated with this report.